Event description:
Note: date of event is unk. It was reported to boston scientific corp that an endovive safety peg kit pull method was used in a peg placement procedure. Patient's age, and weight were not provided. Per the complainant, the physician was unable to feed the guidewire into and through the trocar lumen. Either the guidewire was too big or the trocar lumen was too small. This issue resulted in an additional 20 mins added to the length of the procedure. The pt was under conscious sedation. A second endovive safety peg kit pull method was used to complete the procedure. It was noted the guidewire fed into the trocar without issue when using the second device. There were no pt complications reported as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.